Event description:
Enduser alleges using a (B)(4) rollator to walk on sidewalk and got tired and sat down on the seat. Enduser said when she sat down, the right back wheel bent and came off. Her son caught her before she fell to the ground.